Event description:
Customer contacted technical support (ts) stating that during set-up the unit had something come out of the gas outlet port which the customer believed to be styrofoam. The unit then started making a "fluttering" noise. The customer reported there was no patient involvement.

Manufacturer narrative:
The customer returned blower assembly was tested and no failures were identified.